Event description:
This complaint is now reportable based on the investigation approved 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure the device failed to cross the lesion. The target lesion was in the left anterior descending artery (lad). A 2.75x32mm taxus express2 drug eluting stent had been advanced but was unable to cross the lesion. The procedure was completed with an unk type of different device. There were no pt complications reported with the pt's current condition listed as "good." The returned device revealed stent damage.

Manufacturer narrative:
Device analysis: the condition of the returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed proximal stent damage. Some of the struts were severely flattened. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Several severe kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. Solidified contrast media was present inside the inflation lumen of the device. Due to the presence of the solidified contrast media restrictions were noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg documentation found that the device met it's material, assembly and product specifications at the time of release to distribution. The most probable root cause was determined to be operational context.